Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained for two months he has not seen any clinical improvement in relation to his pain. The patient stated he had not suffer any fall, sudden movement that may be related to this effectiveness. An x-ray was performed and the lead was well placed. The drg system impedances were normal. Reprogramming of the patient's system parameters were adjusted without any benefit for the patient. The lead was replaced with a new one without any issues. Postoperative programming confirmed the system covering the patient's pain area.